Event description:
It was reported that patient experienced discomfort at the ipg site because the ipg migrated to the buttocks. Surgical intervention was undertaken wherein the ipg was explanted, replaced and the ipg pocket site was repositioned to address this issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.